Manufacturer narrative:
Sales representative confirmed, that the screw was not countersunk in the tibia when implanted. Device is not being returned for evaluation.

Event description:
Sales representative reported, that 3 weeks after surgery, the patient came back with a lot of pain. The surgeon drew out fluid and three days later, the patient came back still in pain. The surgeon did an MRI and noticed the tibial bone plug slipped and was sticking out of the joint. The surgeon tapped it and it was bone-to-bone procedure. Additional information confirmed that a 9mm tap was used within a 10mm tunnel and no starter was used. It was confirmed too, that the screw was not countersunk in the tibia when implanted. The bone quality of the patient is still unknown. The surgeon did not plan on performing any additional surgeries and will be monitoring the patient.